Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having a stimulation sensation that they were experiencing, and they couldn¿t turn it off. The patient tried to turn the stim off four days prior to the report and they had an aide because they were blind. The patient¿s aide was walked through turning the stim off and it was confirmed that the stim was off. It was then reported that the patient continued to feel stimulation vibrating in their leg, but the stim was for their rib cage under their right breast. There were no further complications reported or anticipated.